Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after foley catheter insertion into the patient, water could not be injected into the balloon. Stated that the user could not remove it when attempted to inject it again. It was confirmed that there was no dent mark or abnormality found on the shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after foley catheter insertion into the patient, water could not be injected into the balloon. Stated that the user could not remove it when attempted to inject it again. It was confirmed that there was no dent mark or abnormality found on the shaft.